Manufacturer narrative:
H3 evaluation summary: the service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. The examination or the unit found the gearbox was damaged. The gearbox was replaced and the reported problem was resolved. Additionally, the software was updated to the most currant version. There was damage to the overlay buttons and the front case was replaced to resolve the issue. The badge and connection label were replaced due to opening the unit. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had an overfeeding issue. Additional information was received stated that the issue occurred during testing. The volume to be infused was set to 300ml. The volume to be delivered was 10ml. They were expecting around 10 ml to be delivered but the device delivered over 20 ml. The device was still pumping so they powered it down. No further details provided.